Event description:
Customer received result of 120 mg/dl on the aviva combo system, and a result of 60 mg/dl on the aviva nano system, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number 491456, expiration date 03/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the aviva nano system. Device will not be returned to manufacturer.